Event description:
A hospital in (B)(6) reported via a distributor that an mr290hfv humidification chamber cracked when used in conjunction with the sensormedics 3100b ventilator. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the mr290hfv chamber was visually examined for cracks. Results: the chamber dome exhibited a vertical crack from the cleft of the front baffle and extending down to the base of the chamber dome. The crack to the chamber occurred while in use on the sensormedics 3100b ventilator. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the chamber cracks have most likely resulted from oscillatory stresses induced by the high frequency ventilator. A CAPA project to further investigate the problem of cracked mr290 chambers when used in conjunction with high frequency oscillatory applications, in particular use of the mr290hfv chamber with the sensormedics 3100b ventilator is underway. (B)(4).